Manufacturer narrative:
Unable to prime during prime alarm test due to loose/protruded drive support disk. Unable to confirm low reservoir alarms due to prime anomaly.

Event description:
It was reported that the customer was running high blood glucose for a couple of days. Customer has also experienced low blood glucose. The blood glucose reading is 378 mg/dl. Customer treated with manual injection and insulin pump. Nothing further reported.